Manufacturer narrative:
(B)(4). Date sent: 1/14/2021 d1,4 corrected data

Manufacturer narrative:
(B)(4). Date sent: 2/17/2021. D4: batch # u5dg7x. H6: component code: packaging (g04094). Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ec60a device was returned with no apparent damage. Further analysis showed that tyvek belongs to an ec45a device. As part of our quality process, the manufacturing records of this lot were reviewed, and the manufacturing standards were met prior to the release of this lot. It should be noted that product failure is multifactorial. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue will be addressed through ethicon endo surgery¿s quality system.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2020. Event day and event month were not reported. A manufacturing record evaluation was performed for the finished device lot number and no non-conformances were identified. Attempts are being made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a thoracic surgery procedure, when the scrub nurse opened the package of ec45a, they found the contents of package was an ec60a, so they used another ec45a to complete this procedure. There was no patient consequence.